Event description:
It was reported that the patient presented to the clinic with pocket erosion at the insertion location. The device broke through the steri-strips used to close the pocket when the patient lifted heavy boxes. The patient was asymptomatic. The device was explanted. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.